Event description:
Found during inspection. According to the reporter, the device illuminated the service wrench icon and displayed "call for service" in the display. There were no reports of patient use during the reported event.

Manufacturer narrative:
Physio-control is continuing to investigate the reported incident.